Manufacturer narrative:
(B)(4). The customer stated the generated erratic tsh patient results on (B)(6) 2008. A patient sample generated a 3rd generation tsh original result of 25, and repeat tsh results of 33 and 22. The customer found the axsym analyzer was also exhibiting precision problems with abbott tsh controls, and an fpia assay. (Precision run results was greater than the package insert maximum expected precision cv% of 14.6). The axsym failed an meia verification. The customer ran a successful meia calibration, and a successful meia verification after the calibration passed. The customer replaced the axsym processing and sampling probes, but this did not resolve the issue. The customer decontaminated the solution 3 and 4 lines, and verified the volume of 1 and 3 dispensers. The customer reran the meia verification and it failed. Service was requested. The fsr replaced the meia optics to resolve the meia verification failure issue. The fsr also replaced the solution 1 pump, because deposits were noted. The fsr also replaced syringe tubing and the processing probe. The fsr also replaced the matrix carousel v-wheels, because error code 5019 had been generated. The fsr ran the tsh medium control to verify the parts replacements had resolved the inconsistent result/precision issue, and the axsym was found to be performing according to expected specifications. The most probable cause of the inconsistent tsh patient and control results was the malfunction of the solution 1 fmi pump, the matrix carousel v-wheels, and the meia optics. The actual cause of the suspect tsh results could not be determined with the information available. The axsym system operation manual contains adequate information on the probable causes and corrective actions for inconsistent results. The 3rd generation tsh package insert was found to contain adequate information on the cautions and limitations of the procedure. The package insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal analyzer performance. The tracking and trending review of CAPA orb and emr metrics for the axsym analyzer did not identify any adverse trends due to 3rd generation tsh inconsistent results generation. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. Based on the available information and this investigation, no deficiency was identified for the axsym analyzer list no. 07a83-01 related to the issue under investigation. The axsym system operation manual (list no. 9a26-06) section 10, troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision lists multiple probable causes and corrective actions for inconsistent, discrepant, and/or erratic results. The probable causes listed include incorrect positioning of the processing probe and dirty or damaged probe, malfunction of syringe tubing, bulk solution 1 dispensing improperly, and meia optics performance. Corrective actions listed include performing a probe calibration, cleaning the probe, and replacing the processing probe, inspecting and replacing syringe tubing, cleaning bulk solution 1 dispenser, and performing an meia verification. The manual section 10, troubleshooting and diagnostics, robotic sensor (B)(4) error codes lists multiple probable causes for error code 5019, motor step loss, matrix cell trap door, processing center generation including hardware failure. The corrective actions listed include calling the axsym customer support center. The 3rd generation tsh package insert (B)(4) was reviewed and was found to contain adequate information on cautions and limitations of the procedure, expected values, and specific performance characteristics. The package insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal analyzer performance. This is the final report.

Event description:
The account stated that the axsym analyzer is generating erratic third generation tsh results. The initial result was 25 miu/l. The sample was then retested twice, and the results were 33 then 22 miu/l. The account does not know which is the correct result. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.